Manufacturer narrative:
The intraocular lens was scrapped at the surgery center and not received by the manufacturer for analysis. The lens met all manufacturing specifications prior to release. A review of the implant database shows the initial lens implant was replaced with a higher diopter lens of the same model. This suggests the iol was not the cause of the adverse event. All information available is provided in this report. Lens not received.

Event description:
It was reported by the surgeon that the patient was experiencing halos following implant of a multifocal intraocular lens. The lens was removed and replaced 3 weeks after implant and replaced with a higher diopter lens of the same model without complication.